Event description:
The customer was vomiting and hospitalized for high bgs and dka. Troubleshooting was performed. The programming an histories on the pump were accurate. In addition, a lead screw test was completed and passed. Instructed the customer to change the infusion set and use manual injections per md protocol.